Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown number of spectrum pumps displayed the battery alert message which caused the device to shut down during therapy. It was also reported there was no patient injury.